Manufacturer narrative:
Multiple attempts to obtain additional information and device return have been unsuccessful. Without return of the valve, a conclusive cause cannot be determined. A supplemental report will be filed if the device is returned or if additional information is received. (B)(4)

Event description:
Medtronic received information that nine months and six days following the implant of this transcatheter pulmonary bioprosthetic valve, the valve was replaced with a 25 mm bioprosthetic valve. The reason for replacement was not reported. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, pieces of host tissue, pericardial tissue and a vsd occluder were received with the valve for analysis. Three bare metal stents remained intact around the melody valve. All leaflets had been cut and/or torn during explant. All existing leaflets were slightly stiff but flexible. Two commissures were intact. Tears that possibly occurred during explant were noted on one commissure. Traces of pannus were observed on the bare metal stents. Glistening off-white pannus covered the occluder. Radiography showed mineralization in pieces of the pericardial tissue and one leaflet remnant with no evidence of stent fractures. Conclusion: documents received with the returned product indicated the valve was replaced due to stenosis. Based on the receipt condition of the device, a root cause for the stenosis and explant was not determined. However, the presence of calcification and host tissue overgrowth, which are an inherent risk associated with valve implant, may be a contributing factor. These findings are generally considered a patient-related condition. There is no indication of any product quality issues. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.